Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's valve had been reprogrammed at home for some unknown reason. The family brought a set of earbuds with a magnet to hold the earbuds together and their (B)(6) cover. Both of them were tested on the patient, and while the (B)(6) did not seem to change the valve, the earbuds did change their valve setting.